Event description:
It was reported that during the treatment of a ruptured aneurysm, the coil did not detach. The microcatheter was manipulated and the coil was advanced and retracted to try to detach the coil. In doing so, the coil and microcatheter moved to the parent artery. The coil could not be retracted and the vessel flow appeared to be affected. A snare was used to retrieve the coil successfully. The vessel flow was restored in the parent artery. No harm was reported. Patient information - patient identifier, age and weight are not available.

Manufacturer narrative:
Sample analysis: an evaluation of the device revealed the implant detached from the delivery pusher. The implant was not included as the report indicated, it was disposed of post retrieval. The delivery pusher had evidence of thermal detachment as it was melted at the distal end. The device introducer and microcatheter were not returned for evaluation. Additionally, two v-grip detachment controllers were included for evaluation. Both v-grips were tested for output voltage and output time and met the output specification. No abnormalities were identified. The root cause of this complaint cannot be determined. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.